Event description:
It was reported that this was an venotomy closure of a right common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional electrophysiology (ep) procedure. Reportedly with a proglide device, there was difficulty advancing the sheath in the vessel. The intact device was removed without issue. The suture of a new proglide device was successfully pre-placed. The ep procedure was completed using the same 7f sheath. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause of the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficulty advancing the device include, but are not limited to, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.